Event description:
It was reported that during implant of the right atrial (ra) lead it was found that the screw tip of the lead could not be screwed out, and that it could not be screwed out when removed and tested. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.